Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Should further information become available this determination will be reviewed. There is no allegation against the device and this report is now non-reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth/age, and weight were not provided for reporting. Date of event is unknown. Additional device product code used: mnh, mni, kwq, kwp. Patient contact number is unknown. Device history records review was completed for sterile part# 04.632.001, lot# h152256. Manufacturing location: (B)(4), manufacturing date: jul 20, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent initial surgery for degenerative disease. On (B)(6) 2017, patient underwent replacement surgery and the surgeon set ¿distractor tip, for bone screws¿. During the distraction, however, the distractor came off the screw. Although the surgeon tried to reconnect the distractor tip and the screw, it did not work. He checked the upper part of the screw and found that the surface of the screw had been broken. He used a replacing screw and completed the surgery with a 15-minute delay. There was no adverse consequence to the patient. Additionally, the screw head became loose from the screw shaft. Intraoperative events occurred during initial surgery are captured under (B)(4). Reported concomitant devices: distractor tip for bone screws (part# 03.632.083, lot# unknown, quantity 1), toothed rack retractor, for matrix (part# 03.632.087, lot# unknown, quantity 1). This report is for one (1) ti matrix top loading polyaxial head. This is report 2 of 2 for (B)(4).